Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera and collimator were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported camera/beam alignment issues and that the system was not usable. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.